Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported by the affiliate that the complaint was received from staff nurses and operating surgeon, dr xxx surgery was auto-run by hospital. Staff nurses opened a piece of new tripolar 90 (in sterile pack) to dr. Xxx without checking the tip of this item. Staff nurse didn¿t realize because during that procedure only dim light was used. Rightfully, the disposable opened in sterile packed supposed to be in good condition as usual. When the surgeon inserted this item into the operation location. He pressed ablation mode and the tripolar 90 was not functioning well. Hence, he checked again and noticed here is something wrong with the design on the tip. He thought maybe there are broken pieces floating within patient's knee, but he couldn¿t see any metal through scope screen, thus he decided to do an x-ray, but he didn't find any metal piece in patient's knee. The doctor decided to open rf from athrocare (another company) and proceed the operation. Patient's operation was successful. The patient consequences are unknown. In order to complete the procedure, the doctor decided to use disposable from athrocare (another company) and proceed the operation. Patient's operation was successful. All the details that are known/available regarding this event have been submitted through this description.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was received and evaluated. The device was forwarded to the supplier (B)(4) for further evaluation. The device shows signs of activation with some evidence of procedural debris under the remaining active tip and on the walls within the ceramic. There are some slight scratches to the cut return. The active tip is broken at the midpoint of the tip face. Due to the state of the active tip, activation in ablation was only conducted for a few seconds. The distal tip section could be seen to activate even with the section of tip missing. The distal portion of the active tip has fractured and become detached at the midpoint of the tip face. It is not possible to determine what has caused this fracture to occur. There are no signs of misuse on the returned device to suspect excessive force has been used. The flow rate achieved, would suggest that the tip did not become detached as a result of excessive temperatures generated due to the flow rate not functioning correctly during use. The device successfully passed the electrical testing and flow rate testing. From the investigation we have been unable to determine the exact cause of the failure. It is not clear what has caused the tip to break in this manner, excessive force being applied to the distal tip during use or dropping the device could be a factor although there were no obvious signs of misuse or improper handling based on the evidence presented. As per risk assessment, a CAPA was has been raised to further investigate this issue. The DHR review indicated that this batch was processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.